Event description:
The consumer indicated when she removed her tampon, it came apart and tampon pieces remained inside of her. She is planning to contact her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.